Event description:
Reportable upon analysis completed on 05nov2014. It was reported that the catheter wouldn't advance over the wire. The lesion being treated was located in the superior femoral artery. The physician attempted to load a rubicon catheter over a 0.35 guidewire, however it was unable to advance and was successfully removed. The device never entered the patient and the procedure was completed with a different device. Device analysis found tip detachment.

Manufacturer narrative:
(B)(4). Returned product consisted of a rubicon 35 device with an unidentified guidewire. There was contrast in the lumen. The distal tip was detached and not returned for product analysis. Microscopic examination and tactile inspection presented no damage or irregularities in the shaft of the device. The inner diameter (ID) was measured using a calibrated pin gauge and met specification. The guidewire used in the procedure was returned for product analysis. The outer diameter (od) of the guidewire was measured with a calibrated snap gauge; the od was .0355¿. Functional testing was performed by inserting the guidewire through the rubicon device; however, there was resistance at the markerbands. Functional testing was then performed by using an amplatz super stiff guidewire .035¿ (batch 15368143). The outer diameter (od) of the amplatz super stiff guidewire was measured with a calibrated snap gauge; the od was .0350¿. The amplatz guidewire was inserted through the rubicon device with no issues. The slight size difference in the guidewires, maybe have contribute to the reported event. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the complaint incident. The reported loading difficulty was confirmed with the returned guidewire; however, the bsc guidewire had no issues. No other issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).